Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of clearlink system; non-dehp continu-flo solution sets leaked from an unspecified location. The events occurred during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, d4 (lot# and unique identifier), h4, h6 and h10. D4: lot#¿s: three from lot r21k29130; one from lot r21l02055, one from lot r21f22022; one from lot r21i16077; and sixteen from lot unknown. H4: r21k29130 manufactured on 12/02/2021. R21l02055 manufactured on 12/04/2021. R21f22022 manufactured on 06/24/2021. R21i16077 manufactured 09/18/2021. H10: the twenty-two (22) devices were received for evaluation. During visual inspection, the first, second and third y-site clearlinks were observed crushed in nine of the samples. The remaining thirteen devices did not identify any abnormalities that could have contributed to the reported condition. The devices underwent pressure and clear passage testing and a leak was observed at the y-site interlink in the same nine devices. The reported condition was verified in nine sets. The cause of the damaged nine components was due to packaging during manufacturing. The reported condition was not verified in the remaining thirteen devices. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.